Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain and cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized. Two days after onset, the patient was treated with an intraperitoneal (ip) injection of vancomycin (2 gm, every fifth day) and an injection of fortum (1 gm, ip, once daily) for peritonitis. Treatment with vancomycin and fortum was ongoing. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Patient code (B)(4) was added. Should additional relevant information become available, a supplemental report will be submitted.